Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was 388 mg/dl at the time of the event and patient got treated with 15u of humalog and IV insulin. The duration of hospitalization was less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003495, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 21-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal (B)(4). The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6003495 was manufactured according to the work instruction (wi) version 77 and manufactured in the multivac 12 on 27-sep-2023, with a total of (B)(4) units. The assembly, lot 3j04982 was manufactured according to the work instruction (wi) version 26 and manufactured in the quickset line, on 01-oct-2023, with a total of (B)(4) units. The assembly, lot 3j03573 was manufactured according to the work instruction (wi) version 26 and manufactured in the quickset line, on 26-sep-2023, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 3j02009 was manufactured according to the work instruction (wi) version 39 and manufactured in the gluing machine 4-5-8, on 26-sep-2023, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 3h04055 was manufactured according to the work instruction (wi) version 39 and manufactured in the gluing machine 04, on 04-sep-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: the reference samples were already tested in the (B)(4) on 18/jan/2024. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan.